Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. A review of the history during troubleshooting with the patient showed the total daily dose bolus totals in the history do not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.